Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and upon plugging the ventilator into an ac outlet in order to begin the unit inspection, the cse found that the compressor and the humidifier circuit breaker (cb2) needed to be re-seated, as it was in an open condition and not powering the compressor. The cse troubleshot as suggested in the service manual for kb series error codes: exhalation valve calibrations, vent inop test, est. The unit passed all tests and calibrations twice, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, the 840 ventilator became inoperable. Although requested, it is unknown if there was patient involvement.